Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing, the device was subsequently returned to to the loaner pool.

Event description:
A stryker service technician performed preventive maintenance of device. During evaluation it was observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
A stryker service technician performed preventive maintenance of device. During evaluation it was observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was verified. The codes were cleared and did not reoccur. A root cause of the reported issue could not be determined.